Event description:
It was reported that the user experienced hyperglycemia attributed to a cartridge leak while connecting the connector to the cartridge outside of the ilet, with a reported blood glucose of 300 mg/dl; the user disconnected the pump and administered subcutaneous insulin by injection, and education on proper supply change and temporary pump disconnection was provided. Symptoms included elevated blood glucose. Outcomes included use of alternate therapy and no hospitalization. Investigation included review of device use, user report, and troubleshooting with user education. Investigation of this case revealed user handling during cartridge setup and a suspected leak consistent with infusion or cartridge integrity issues. It was concluded that the event was related to a cartridge leaking and user handling, with resolution achieved through corrective user actions and replacement supplies.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.